Event description:
Ebi bone healing system - model 2001, manufactured by biomet. (B)(6), I was diagnosed with a stress fracture in the subtrochanteric area of the right femur. Since surgery was contra-indicated, the orthopaedist told me to purchase a bone healing system to aid in an accelerate healing of the fracture. The ebi model 2001 is manufactured in several sizes. After being given details of the fracture, the biomed rep originally brought a "coilette." It was obvious that it was the wrong size, since the strap did not even wrap around the area. She then said that she had another unit in her car, which she brought to me. That unit was an flx-4. She placed the unit in the area of the fracture and pulled the strap very tightly around my thigh. After she left, I noticed that the unit did not fit securely and I had several other questions. Upon reading the "user manual," I noticed that, while the manual included instructions for application of the device for fractures in various locations of the body, there weren't any instructions to show proper application for a fracture in the subtrochanteric area of the femur. In addition, the manual states that a "flexion gauge" should be used to determine the right size and penetration depth of the field of influence to ensure correct size of the flx. I was not provided with a flexion gauge for the flx-4. I called the main office and was told that I was given the correct size, it was not necessary to check with a flexion gauge and everything was in order. The people with whom I spoke in the main office also did not know why instructions for application for a subtrochanteric femur fracture were not included in the manual. I continued to have trouble with the fit of the device. No matter how tightly the strap was pulled, the device did not stay in place and I continued to have misgivings about whether the device was suitable. The company's literature states that they have a medical advisory panel. I made several calls to the main office, asking to speak with the c.e.o., someone on the advisory panel, or a technician or engineer expert in the parameters of the device. Each time I was denied access to anyone who might have been able to provide key info. Instead I was directed to (B)(6). None of these people had expertise in parameters of the device. In (B)(6), a replacement flx-4 was sent to me and, for the first time, I had access to a "flexion gauge" for the flx-4. The flexion gauge clearly indicated that the flx-4 field of influence was not strong enough to reach my fracture. Several months had passed w/o any effective treatment. In (B)(6), the flx-4 was replaced by a flx-5, which barely (and questionably) was able to reach the fracture. The flx-5 uses a very long strap that wraps around the thigh several times. It still did not secure the device in place. Many months passed being tethered to the ebi device w/o any therapeutic benefit. In addition, having a strap wrapped so tightly around my thigh for ten hrs each and every day [the recommended time], has caused interference with blood and lymph circulation in my right leg. I developed severe edema in my ankle and foot, which, I have been told, will probably be a chronic condition. While the ebi model 2001 may be suitable for fractures in some areas of the body, it definitely should not be used for fractures in the subtrochanteric area of the femur of an adult. While the MFR claims to have rec¿d FDA approval, I cannot believe that any testing was conducted for use in a subtrochanteric femur fracture. Dates of use: (B)(6) 2012.